Event description:
The pt is implanted with two leads from the same lot. It was reported the pt had x-rays done and it was discovered that the leads had migrated down two vertebral segments. The pt was referred to her physician for consultation on revising the leads, and on (B)(6) 2013 the pt underwent surgical intervention to revise the leads. Adequate coverage was captured post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.